Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120155 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False negative result(s). The user stated that they tested on 1/22, 1/23, and 1/24 with ff and received negative results for all. The user took a pcr test on 1/23 and received a positive result on 1/24.